Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the product, and an evaluation of the returned devices. Visual inspection of the devices did not reveal any damage or abnormalities. Engineering attempted to cycle the units and observed that the needle blades would not move correctly. The returned samples as received were found not to meet specification. Based on these observations, the reported condition was confirmed. This condition has been brought to the attention of the appropriate personnel. A corrective action has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened. CAPA (B)(4). This complaint was reassessed during hhe authorship and although there was no patient harm, determined to be a malfunction based on the determination of root cause.

Event description:
According to the reporter: the surgeon went to load the silsstitch with a suture reload. The device would not grab the needle. Another device was opened and the same thing happened. A new device with a different lot number was opened and it worked to complete the case. The device was never used in a patient. No adverse events have been reported